Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) /2015. Patient was advised to reset the device.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.